Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported his sensor readings are inaccurate. As an example, customer stated his sensor reading would be anywhere from 80 mg/dl to 350 mg/dl and his actual blood glucose would be 128 mg/dl. He stated the meter reading will be higher than the sensor reading. Customer uses proper sensor insertion and calibration methods. Customer was advised of the possible causes of inaccurate readings and to monitor the issue. Nothing further reported.